Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the doctor felt resistance while trying to insert the guidewire and found a kink at the catheter shaft. Another catheter was opened to start therapy. There was no reported injury to the patient.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), the doctor felt resistance while trying to insert the guidewire and found a kink at the catheter shaft. Another catheter was opened to start therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The guide wire was not returned for evaluation. One kink was found on the catheter tubing and inner lumen near the y-fitting approximately 75.9cm from the iab tip. The technician attempted to insert a 0.025¿ laboratory guide wire through the inner lumen and resistance was only felt at the kinked location. The condition of the iab as received indicated a kink on the catheter tubing and inner lumen. A kink in the inner lumen can cause difficulty during insertion of the guide wire. We are unable to determine when the kink may have occurred. The evaluation confirmed the reported problems. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the doctor felt resistance while trying to insert the guidewire and found a kink at the catheter shaft. Another catheter was opened to start therapy. There was no reported injury to the patient.